Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began at an unspecified date and time at the beginning of (B)(6) 2012. The reporter stated that the patient manages her diabetes with oral medication (unknown type and dosages), diet and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. At an unspecified date after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "weakness and difficulties in speaking." The cca was informed by the reporter that on (B)(6) 2012, between 3:30pm and 4:00pm, the patient was taken to the ER where she was administered with "IV glucose" and by 4:30pm, was tested on the hospital's meter (unknown device) and obtained a reading of "50mg/dl." During troubleshooting, the cca was able to walk the patient through proper testing procedures and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms suggestive of a serious injury, the patient received medical treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (03/09/2012)-device evaluation: the products involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2012 the meter involved with this complaint failed testing. The meter was found to have a defective battery holder. On (B)(6), 2012 the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.